Manufacturer narrative:
Findings: pump received with a constant flashing white light on the display due to cracked lcd glass. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. No cosmetic damage on case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display turned white. Customer stated they were unaware what may have caused the screen to turn white. Blood glucose level at the time of the incident was 48 mg/dl which was treated with food. Blood glucose level at the time of the call was 131 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.